Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and evaluated by the service center. The internal part of the device was inspected visually and found evidence of visible foam degradation. The device's downloaded logs were reviewed by the service center and no error was found. The device has been scrapped.